Event description:
One patient sample with discrepant troponin t results. Initial result gave 0.05 ng/ml, same sample repeated twice gave <0.01 ng/ml each time. Initial result not reported. Customer unable to provide sample for further investigation. The root cause could not be determined.

Manufacturer narrative:
Customer declined service.